Manufacturer narrative:
Ra has received the incident device and assigned the product to engineering for evaluation. A follow-up report will be sent upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy - "there were 3 clips in a row that would not flatten across the common bile duct. They were teardrop shaped rather than flat. We had fired the stapler a couple of times then experienced the problem. Each defective clip was removed. A new clip applier was obtained." Patient status unknown.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual investigation, engineering found no visible damage to the unit. Engineering was able to perform proper clip closure with the event unit. As a result, the root cause for the event could not be determined as engineering was unable to replicate the customer's experience of improper clip closure. On march 18, 2016, applied medical issued a voluntary class ii recall of the ca090 direct drive clip applier due to increased customer feedback indicating inconsistent clip application, which has the potential to lead to unoccluded vessels. An internal corrective and preventative action (CAPA) has been initiated to conduct a thorough investigation and implement appropriate corrective actions. FDA has issued recall number z-1621-2016 for this recall. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.